Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-20. H.6. Investigation summary: bd received 20 samples from batch 2181428, 10 photos and 1 video from the customer in support of this investigation. The video and photos were reviewed and the customer¿s indicated failure mode for instrument issues was observed. Additionally, the customer samples, along with 5 retention samples from each lot of the bd inventory were evaluated by visual examination and functional testing and, the indicated failure modes of stopper defect and instrument issues with the incident lots were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode instrument issues based on the photos provided ; however, the issue of stopper defect (rigidity) could not be confirmed based on the retention and customer sample test results. Bd was not able to identify a root cause for the indicated failure mode of instrument issues. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br the stopper was difficult to move. The following information was provided by the initial reporter. The customer stated: "the stopper rubber is too rigid, and making hard the sample collection. The tubes are with the rubber cap too hard, making impossible the puncture by analyzer equipment.". On october 4 during preventive maintenance, it was noticed that the equipment had difficulties puncturing and coming out from the tubes, which does not happen with other brands. So customer decided to use sample collection needles, and it was also too hard to puncture the stopper. >> incorrect stopper formulation issue (difficult to puncture the stopper // possibly related to tube push off issue??). On october 5 2022 at 07:10 am, the equipment was working and presented a needle position error; when the technician arrived at the lab, he removed the rack and the needle broke inside the tube >> instrument issue (needle broke).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br the stopper was difficult to move. The following information was provided by the initial reporter. The customer stated: "the stopper rubber is too rigid, and making hard the sample collection. The tubes are with the rubber cap too hard, making impossible the puncture by analyzer equipment." On october 4 during preventive maintenance, it was noticed that the equipment had difficulties puncturing and coming out from the tubes, which does not happen with other brands. So customer decided to use sample collection needles, and it was also too hard to puncture the stopper. Incorrect stopper formulation issue (difficult to puncture the stopper // possibly related to tube push off issue). On october 5 2022 at 07:10 am, the equipment was working and presented a needle position error; when the technician arrived at the lab, he removed the rack and the needle broke inside the tube, instrument issue (needle broke).